Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 7077907.

Event description:
It was reported that the patients lead being external through the skin. It was noted also that leads were coming out of the skin around the top incision. The patient underwent an explant procedure. The explanted device will not be returned as per hospital policy.